Manufacturer narrative:
The device was not returned to the manufacturer facility for evaluation since the reported event was attributed to a use error, and not a malfunction of the device. The device currently continues to be used at the user facility. The device was not returned for analysis.

Event description:
It was reported that during a procedure at the user facility, the device was placed on the patient¿s leg and caused a second degree burn of approximately 7.6 cm long by 1 cm wide. There was no reported malfunction or overheating of the device; it was reported that the device had been flash sterilized prior to the procedure and was not adequately cooled prior to use. Sterile dressing was applied to the burn to prevent infection and keep it moist, no additional medical intervention or adverse consequences were reported.